Event description:
The report received from the affiliate indicated that thirty-minutes after the patient entered into the intensive care unit (ICU) after the index procedure, the patient developed atrioventricular heart block. Coronary angiography was done and thrombus was observed in the previously implanted cypher 3.5 x 33 mm stent. The acute thrombosis was treated by aspiration of the thrombus and by balloon angioplasty, details not known. A bare metal/driver 3.5 mm stent was implanted inside the previously implanted cypher stent. The physician's comment regarding the possible cause of the event was that because the case was an emergency, the effect of the antiplatelet therapy (aspirin and clopidogrel sulfate) was insufficient and that the cypher stent may be under-dilated.

Manufacturer narrative:
The index procedure was an emergent case due to an acute myocardial infarction. The target lesion was the mid left anterior descending (lad). The lesion was reported to be: de novo, concentric, 30 mm length, vessel diameter 3.5-4.0 mm, and type c. The lesion was pre-dilated with a 3.0 x 15 mm balloon at 8 atm for 15 sec. A cypher 3.5 x 33 mm stent was implanted at 16 atm for 15 sec. The stent was not post-dilated. The residual stenosis was 0%. The flow pre-procedure was timi 2 and post-procedure timi 3. An act was not measured. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.